Event description:
Healthcare professional reported capsular contracture, baker grade IV, and "periareolar ecchymosis". Implant did not have any sign of rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture," "seromas," "pain," "deformity of implant," "isolated calcifications," "fibrous tissue aggregation," "fat necrosis," "lobulation in the contours," and "asymmetry." Device has been explanted..